Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted that the shock impedance had gradually risen, and isometric testing was negative. Boston scientific technical services (ts) provided troubleshooting options. An appointment with the patient's local physician was planned to further access. This crt-d remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated that the rv lead also exhibited high pacing thresholds. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. The crt-d was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery to replace the lead.